Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a laparoscopic inguinal hernia repair, the balloon did not blow up inside patient's body. The balloon was in the correct plane. Another balloon was used to correct this condition. Current patient status is ok. Nothing fell into the patient cavity. There was no tissue loss or damage.